Event description:
It was reported to medtronic minimed that the customer experienced insulin pump audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 38 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucagon, ems/ambulance/ER visit. The event involved product(s) mmt-332a, unomedical, mmt-1884. Troubleshooting was performed for beep/vibrate anomaly/constant tone, low bgs/over delivery. Customer was using the auto mode/smart guard feature at the time of the event. Confirmed audio option was enabled. Conducted audio test and pump did not pass. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 21-oct-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump beeping properly during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, scratched case and torn serial number label during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Customer alleged not confirmed for pump not beeping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.